Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer received high readings from her/his adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer received a sensor reading of 131-132 mg/dl, but customer was feeling hypoglycemic, so paramedics were called. Upon arrival, a reading of 51 mg/dl was received on their meter. Customer was treated with ¿multi-juice¿. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s caregiver reported customer received high readings from her/his adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer received a sensor reading of 131-132 mg/dl, but customer was feeling hypoglycemic so paramedics were called. Upon arrival, a reading of 51 mg/dl was received on their meter. Customer was treated with ¿multi-juice¿. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.